Event description:
Information received indicates the bed was alarming code 20-34 due to a hole in the right caregiver label allowing fluid ingress into the siderail ucm circuit board.

Manufacturer narrative:
The technician replaced the right siderail caregiver label and ucm circuit board to repair the bed.